Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has a failed cabinet. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 8 cabinet was failed. A field service engineer removed the back panel, reseated the row board and retractor band cables on both sides, then restarted the station and ran the hardware test application (hta) test tool. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section d medical device catalog, medical device model and imdrf annex codes. This supplemental MDR was submitted to reflect the correct catalog, model and imrf codes.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has a failed cabinet. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.